Event description:
It was reported during a trial procedure, the physician implanted two trial leads on (B)(6) 2011. One of the leads exhibited high impedance during intraoperative testing. The physician repeatedly moved and reconnected the lead, but the issue persisted. The physician used a different lead to complete the procedure, which had no other complications.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.